Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to clogging of the foreign material in the air/water channel. However, the cause of the event was unable to be specified since details of the handling information was unavailable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when foreign material was adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent. An evaluation of the returned device confirmed the customer allegations. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to damage on flexibility adjustment ring, flexibility adjustment function does not work. There were few additional findings. Due to damage on up/down knob, water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section coverer was chipped and had a crack. Due to clogging of nozzle, water removal ability does not meet the standard value. Scope connector was dirty due to water leakage. The distal end cover and connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited reduced angulation and variable stiffness. The device was returned and an evaluation revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.